Manufacturer narrative:
The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.per the initial good faith effort (gfe) response, the customer had received a replacement display; however, it had not yet been installed. The remote support engineer then documented on (B)(6)2021 that the customer responded that the unit was fixed and the issue was resolved.

Event description:
It was reported to philips that the device had a dim display. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer advised 1st generation lcd, but was not sure what software. The rse informed the customer that the device will need 2nd generation lcd and has to have software 2.10 or higher. The rse provided the customer with the part information to order and replaced the user interface assembly.